Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and found an error code kp0120 relevant to the malfunction in the memory log. The cse replaced the inspiratory printed circuit board (pcb) and upgraded the software to the current revision as part of regular preventive maintenance the cse verified ventilator passed all tests and calibrations as outlined by the service manual. Covidien ref: (B)(4).

Event description:
Covidien received information from the USA stating that an 840 ventilator was inoperable. The ventilator was not in use on a patient at the time the malfunction occurred.